Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving the transcatheter aortic valve evfxplus-29, an st elevation was noted when the aorta was crossed with a straight wire. The procedure was aborted prior to insertion of the delivery catheter system. Myocardial infarction with coronary artery occlusion was noted. A thrombus was identified in the left anterior descending artery, and aspiration of the thrombus was performed using a catheter. The following day, the patient was stable and doing well, and the transcatheter aortic valve replacement procedure was planned to be performed at another date.